Manufacturer narrative:
Additional narrative: (B)(6). Patient weight is unknown. Event date: unknown. Additional product code: kwp. Implant date: unknown date in (B)(6) 2015. A revision procedure occurred (B)(6) 2016. Part of the device remained in the patient; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part 04.614.034, lot 6153575: release to warehouse date: june 08, 2009. Manufactured at (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a posterior cervical fusion from c2-t1 with synthes synapse 3.5 rod system in (B)(6) 2015 (no screws at c7). At an unknown point in time, the patient kyphosed below the posterior cervical fusion. On an unknown date, the patient broke the left t1 screw about 10mm below the level of the head. On (B)(6) 2016, a revision surgery was performed. The surgeon removed all the synapse hardware from the (B)(6) 2015 surgery. The surgeon attempted to remove the distal screw fragment from the broken left t1 screw, but was not able to remove it. It was too deeply seated in bone and would not come out. The surgeon then replaced all the removed hardware with new synapse 4.0mm rod system hardware. Additionally, he replaced all the synapse screws from c2-c6. He replaced the t1 screws with synthes universal spine system variable angle screws (uss vas) 3 screws. The surgeon was able to work around the fragment on the left t1. He also placed uss vas 3 screws at t3 and then placed standard uss screws from t4-t10. The surgery was completed successfully with no delay reported. Concomitant devices reported: 3.5 mm ti cancellous polyaxial screw 34mm (part 04.614.034 (right), lot unknown, quantity 1), 3.5 mm ti cancellous polyaxial screw 14mm (part 04.614.014, lot unknown, quantity: 7), 3.5 mm ti cancellous polyaxial screw 26 mm (part 04.614.026, lot unknown, quantity: 2), ti locking screw (part 04.614.508, lot unknown, quantity: 11) and ti rod 120mm (part 498.125, lot unknown, quantity: 2). This is report 1 of 1 for (B)(4).